Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was getting a button error alarm on the insulin pump. Customer stated that he received the alarm early last week too. Customer was able to clear the alarm. Customer stated that today he received the alarm while he was outside working. Customer stated that it is hot and humid. Customer has been unable to clear the alarm. Customer's blood glucose was 49 mg/dl at the time of the incident. Customer stated that he treated with juice and syrup and stated that he had been active, which could have contributed to the low blood glucose. Customer stated that the pump was next to his body and a button may have been pressed. Customer stated that it was possible that the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for low blood glucose.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly or motor noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.